Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left breast implant saline mentor smooth round high moderate profile 425cc, serial number (B)(4), catalog number 3503380. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 380cc saline breast implants which the patient underwent bilateral removal on (B)(6) 2018. Patient was having explant procedure with total capsulectomies in which the right implant tore during removal